Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was using a third-party wall adapter and was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would start charging. Technical support planned to follow up with the customer.